Event description:
During a tonsillaotomy procedure, patient received a burn on the cheek. The procedure was performed on a thursday and no burn was noted on the pt's face upon completion of the procedure. A follow-up call was made on the following monday and the pt's relative, mentioned the burn. The pt was taken to a plastic surgeon who stated there was a superficial burn that looked like a "heat burn" 1-1/2 cm x 1-1/2 cm on pt's face by pt's lips.